Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo readings on 75 mg/dl level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. No further investigation required.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 98 to 105 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting prior to call on (B)(6) 2015 produced results of lo and 20 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): lo (B)(6) 2015 10:06am. 105mg/dl, (B)(6) 2015 09:20pm. 103mg/dl, (B)(6) 2015 04:34pm. 98mg/dl, (B)(6) 2015 06:48am. 91mg/dl, (B)(6) 2015 08:03pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 98 to 105 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting prior to call on (B)(6) 2015 produced results of lo and 20 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.